Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent elevated blood glucose (bg value not provided). The customer may possibly go the healthcare providers office or emergency room. The contact did not provide further information. Although multiple attempts were made by tandem technical support for additional information and to confirm if the customer required assistance for treatment, the customer did not reply to the requests.